Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was air bubble in the reservoir. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the insulin was stored at room temperature. The customer stated that the insulin pump was not rewound with a reservoir in place. The reservoir will not be returned for analysis.